Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was submerged into the water and then it started to vibrate. The customer¿s blood glucose was unknown. Troubleshooting was done for critical pump error alarm. Customer stated that they do hear fluid when shaking the insulin pump. Customer stated they do not see fluid under the lcd. Customer states the pump was not dropped. Customer stated there were not cracks in the insulin pump. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer was advised to place the insulin pump in storage mode, remove battery, press and hold the back button until the screen turns off. The insulin pump will be returned for analysis.